Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: lap chole. Event description: complaint 1 of 2: (B)(4), cd001 (event date was between 02feb2025-08feb2025). Complaint 2 of 2: (B)(4), cd001. The hospital reports two separate cases in which the guide bead came off of the bag. As they removed the bag with the specimen inside it, the guide bead came off. The guide bead fell into the patient but was retrieved out. There is no patient injury, and the patient is fine. The lot numbers are unknown, and the devices were discarded by the hospital. Additional information obtained from account manager via email on 25feb2025: the guide bead was not pulled on with an instrument. The guide bead detached from the bag. The bag was not damaged. The guide bead detached from the cord. The cord was not damaged. The bead component separated inside of the patient. The component was retrieved. The snap ring was attached. Intervention: retrieved fallen piece from the patient. Patient status: patient is fine.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: lap chole. Event description: complaint 1 of 2: (B)(4), cd001 (event date was between 02feb2025-08feb2025). Complaint 2 of 2: (B)(4), cd001. The hospital reports two separate cases in which the guide bead came off of the bag. As they removed the bag with the specimen inside it, the guide bead came off. The guide bead fell into the patient but was retrieved out. There is no patient injury, and the patient is fine. The lot numbers are unknown, and the devices were discarded by the hospital. Additional information obtained from account manager via email on 25feb2025: the guide bead was not pulled on with an instrument. The guide bead detached from the bag. The bag was not damaged. The guide bead detached from the cord. The cord was not damaged. The bead component separated inside of the patient. The component was retrieved. The snap ring was attached. Intervention: retrieved fallen piece from the patient. Patient status: patient is fine.